Event description:
It was reported by service report that the cot is leaning to the left side. The he/fe l outer/inner left tubes were spongy and the frame of the cot needed adjustment. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Inner and outer lift.